Event description:
It was reported that the patient stimulation was turning off. The patient said that the first time stimulation turned itself off was a year ago. The patient said that the past 3 nights had been really bad, and stimulation had turned off again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that his device was replaced in (B)(6) 2015. The patient indicated that his 1st implanted lasted 6-7 years then the battery died and it had to be replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v137025, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reports that the patient mentions the ins has turned off a few time on its own. He was not sure why it happened.